Event description:
During initial testing at the service center leakage from the disposable batteries was noted.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.